Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united arab emirates. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an event of diabetic ketoacidosis resulting in emergency room visit on (B)(6) 2025. The high blood glucose reported was 300 mg/dl. The site of insertion of infusion set was abdomen. Ketones were also elevated. Patient was treated using intravenous drip during hospitalization. No further information available.